Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and premature atrial contractions. Oversensing, undersensing and noise were seen on the right atrial (ra) lead. Possible inappropriate mode switching was also noted. Pocket manipulation and left arm movement was done to check the oversensing/undersensing. The ra lead was reprogrammed later capped and replaced. No further patient complications have been reported as a result of this event.